Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Medwatch submitted on revision for pain; modular head and taperlock were revised. Concomitant medical product ¿ biomet g7 neutral arcomxl liner #: 010000740 lot #:3722435, biomet g7 finned hole shell #: 110017103 lot#: 3741824.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4).

Event description:
Patient's hip was revised approximately 6 months post implantation due to pain.